Manufacturer narrative:
It was reported that there was a possible lead fracture and that the patient received 35 inappropriate therapies due to oversensing. It was further reported that there was high impedance greater than 2500 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that there was a possible lead fracture and that the patient received 35 inappropriate therapies due to oversensing. It was further reported that there was high impedance greater than 2500 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.